Event description:
During an aortogram, lower extremity catheterization, and attempted balloon angioplasty, a portion of the stabilizer support wire became dislodged in the subintimal space in the popliteal artery.